Event description:
Dealer advised hand pendant has a slit wire causing bed not to work properly. Dealer advised drive shaft has an issue causing bed not to work properly. Dealer advised tech wrote down sunrise but when called them they advised was an invacare bed due to providing (B)(4). Serial number provided is not an invacare serial number. Dealer not able to advise if bed says invacare. Dealer will call back with more information. Dealer advised tech notated bed is not safe to use but not aware that enduser has another bed. Dealer advised not aware how enduser sleeps in the bed. Dealer advised (B)(4) did not advise of any noises or intermittent operation and has never been stuck in the bed due to this issue. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).